Event description:
It was reported that 50 ultrasafe plus x100l pr lt grn 375c ccl devices had broken thumb presses found before use. The following information was provided by the initial reporter: "thumb pad diameter was out of specifications".

Manufacturer narrative:
Investigation: 80 samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis of which 30 were marked as passed. Bdm-ps performed a batch history record¿s review (bhr) of the supplier goods in documentation. The batch involved in this complaint met all acceptable quality levels (aql¿s) and was released according to applicable procedures and specifications. The release paperwork did not highlight any issues associated with this batch relating to the problem statement. All dimensions were within the applicable specification within the batch release criteria as per the component drawing. The batch was released based on the certificate of conformance provided by the supplier. The customer verbatim is not clear on the affected dimensions. As per the drawing, the dimension for the thumb pad is a reference measurement for reference only and does not have a tolerance level. This dimension does not form a part of the release criteria.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 ultrasafe plus x100l pr lt grn 375c ccl devices had broken thumb presses found before use. The following information was provided by the initial reporter: "thumb pad diameter was out of specifications."